Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) of a patient who had been implanted with a neurostimulator for degenerative disc disease/herniated disc pain called on (B)(6) 2015 to report that the patient had a rash and open wound at the implantable neurostimulator (ins) pocket site. The hcp stated that the infection had started "a long time ago". The device was going to be explanted, but it was unknown whether the entire system would be explanted. No device performance anomalies were reported in relation to the infection. Follow up has been initiated to obtain the patient outcome, and a supplemental report will be submitted if additional information is received.